Event description:
It was reported that during an ablation procedure, a versacross large access kit was selected for use. The physician performed transseptal puncture successfully. Then, while attempting to exchange the large access dilator (vla) for a vizigo sheath, it was noted that there was difficulty advancing the vla dilator over the versacross rf wire, and the coating of the versacross wire started to buckle and then dislodged from the wire (at the proximal end), it was peeled back but yet intact. Hence, the physician replaced the vla dilator over the wire, but had difficulty doing so and exchanged the wire out for another one of the same type. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the rf wire was first visual inspected, and it failed; analysis of the device found it unraveled slightly at the proximal end. Additionally, the rf wire passed the dimensional test as the electrode height, heat shrink gap, wire body outer diameter and proximal end outer diameter were all in specifications. Labeling review was conducted, and it was determined there was evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use, which warns that the 'the versacross rf wire must be used with 0.035 compatible transseptal sheath and/or dilator devices. Use of incompatible accessory devices may damage the integrity of the versacross rf wire or accessory devices and may cause patient injury', and based on the analysis, it was concluded the likely root cause of this event is use of incompatible 0.032 vizigo dilator with the 0.035 rf wire. The reported allegation is confirmed.

Event description:
It was reported that during an ablation procedure, a versacross large access kit was selected for use. The physician performed transseptal puncture successfully. Then, while attempting to exchange the large access dilator (vla) for a vizigo sheath, it was noted that there was difficulty advancing the vla dilator over the versacross rf wire, and the coating of the versacross wire started to buckle and then dislodged from the wire (at the proximal end), it was peeled back but yet intact. Hence, the physician replaced the vla dilator over the wire but had difficulty doing so and exchanged the wire out for another one of the same type. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis. It was further mentioned that it is suspected that attempted advancement of vizigo dilator over the versacross wire may have damaged the versacross rf wire coating and then made the resultant attempt to load the vla dilator over the versacross wire difficult as well. The initial exchange was from the vla to the vizigo dilator, not the sheath. Both the dilators and versacross rf wire were replaced to resolve the issue. The wire was not used with a metal introduce needle/cannula and no other damage was noted prior or after the insulation damage was discovered.

Manufacturer narrative:
Due to the additional information received, the field b5 (describe event or problem) was updated, thus this supplemental MDR is being filed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure, a versacross large access kit was selected for use. The physician performed transseptal puncture successfully. Then, while attempting to exchange the large access dilator (vla) for a vizigo sheath, it was noted that there was difficulty advancing the vla dilator over the versacross rf wire, and the coating of the versacross wire started to buckle and then dislodged from the wire (at the proximal end), it was peeled back but yet intact. Hence, the physician replaced the vla dilator over the wire but had difficulty doing so and exchanged the wire out for another one of the same type. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis. It was further mentioned that it is suspected that attempted advancement of vizigo dilator over the versacross wire may have damaged the versacross rf wire coating and then made the resultant attempt to load the vla dilator over the versacross wire difficult as well. The initial exchange was from the vla to the vizigo dilator, not the sheath. Both the dilators and versacross rf wire were replaced to resolve the issue. The wire was not used with a metal introduce needle/cannula and no other damage was noted prior or after the insulation damage was discovered.